Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rewind anomaly. Customer stated that insulin pump was forcing to prime or rewind multiple times. Customer stated that motor was slower than before and had received unexplainable no delivery alarms. Customer also stated that plastic chips of casing crack off reservoir area when changing the infusion sets. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.